Event description:
It was reported the pt went in for a double valve replacement and rec'd an aortic valve and this mitral valve. The physician implanted the valves and everything went well. After implantation an echo was performed which showed mitral regurgitation. The surgeon went back in and noticed one of the mitral valve leaflets was missing. The valve was removed and replaced with a smaller sjm valve of the same model. The leaflet was not recovered and the pt expired. At this time, the valve is not being released from the hosp and the cause of death is unknown.